Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-13251. It was reported the patient was experiencing heating while charging the ipg. It was reported the charger paddle would get hot. In addition, the patient reported the sensation felt like a painful stinging at the ipg site. The patient was advised to stop charging if heating occurred. A replacement charger was sent to the patient.